Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that rebooting had occurred. There was no damage found to the battery cap or compartment. The battery cap was able to fully tighten with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump was rebooting and that it continued rebooting even with replacing the batteries. The patient stated that the o-ring on the battery cap was visible, but that the pump continued to reboot even after tightening the battery cap. There was reportedly no visible damage to the battery cap or compartment, and no visible moisture or corrosion in the battery compartment. The patient stated that the battery cap has never been changed, and it was noted that the battery cap is original to the pump from 2008. The user guide instructs the user to replace the battery cap every three to six months. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.